Manufacturer narrative:
Final analysis found outer insulation damage noted at 49.5.0 to 52.5 cm from the connector consistent with clavicle crush damage. The pacing and sensing conductor insulation was abraded at this location. Inner insulation abrasion was noted at 50.5 to 52.5 cm from the connector pin. This is consistent with the observation from the field of high pacing threshold, low lead impedance, and noise.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited high pacing threshold, low impedance, fracture and noise. The physician suspected clavicular crush. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.